Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4193 implantable pacing lead: (B)(6) 2005. 5076 implantable pacing lead: (B)(6) 2005. (B)(4).

Event description:
It was reported that the device went to recommended replacement time (rrt) prematurely. The device remains in use. No patient complications have been reported as a result of this event.